Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. If a significant antibody is not detected during antibody screening or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.

Manufacturer narrative:
Customer performed tube testing and determined that the patient's sample contained an anti-m reacting 2+ at immediate spin tube testing and a 1+ at the ahg phase. Customer also repeated the antibody screen in manual gel method with the same lot of reagents used on the provue with a 1+ reaction noted with donor (B)(6) (m+n-) and no reactivity with donor (B)(6) (m+n+). (B)(4).